Event description:
Additional information was received indicating that the right ventricular lead was capped.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a in clinic follow-up, episodes of oversensing was noted on the right ventricular (rv) lead. Diagnostic imaging confirmed the rv lead was damaged. The rv lead was replaced to resolve the event. The patient was stable and will continued to be monitored.